Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the tip of the drill bit broke off intraoperatively. The device was being used for a c4/5 procedure. When making the 4th screw hole with drill bit (fj840r) and a single drill guide, the drill bit was unable to go into due to hardened bone. The surgeon tried using a tap and to drill with the drill bit again, however, during drilling the tip of working end broke. The broken fragment was removed and all pieces were retrieved from inside the patient. This was confirmed by x-ray. No delay in surgery. The procedure was completed by using other drill bit and all screws were implanted properly without injury for patient.